Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional details have been requested regarding the reported event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing (please see b6), the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is sekusept active 2% (disinfection). Water is aspirated through the instrument / suction channel, and the following channels are flushed: air/water, and auxiliary water. The device is manually processed with an unknown model cleaning brush set and sekusept active 2% (disinfection). The brushed points are instrument/ suction channel, suction cylinder, and instrument channel port. The device is processed in a rdg-e 2008 automated endoscope reprocessor (aer) with korsolex endo cleaner detergent and korsolex disinfec- tant disinfectant. The device is stored vertically in a simple cabinet without drying function. Olympus is the maintenance provider of the subject device. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - grip has a scratch - right/left knob has a scratch - up/down knob has a scratch - suction cylinder has corrosion - suction cylinder has discoloration - scope connection cover unit has a scratch - electrical connector has corrosion due to water leakage - due to a crack on distal end cap cover, insulation resistance value at distal end does not meet the standard value - due to wear of angle wire, bending angle in up direction does not meet the standard value - adhesive on bending section rubber has a discolored area - connecting tube has a scratch - corrosion was found in some parts however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.